Event description:
It was reported that the right atrial (ra) lead exhibited a spike in impedance. In addition, reviewed episodes indicated what was either noise or chronic atrial fibrillation (af). Follow up information was received that indicated that the patient was in af; however, there was noise on the ra lead secondary to fracture. Parameters on the lead were reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead impedance was high. The lead was capped and was not replaced.